Manufacturer narrative:
In review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: nov 30, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection, of the simplicity, under magnification revealed viscoelastic residue inside of the lens module and cartridge and that a damaged portion of the lens was received inside of the cartridge. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. Visual inspection of the lens, under magnification revealed that viscoelastic residue on the optic body and haptics. A detached haptic and a torn optic body were also observed. The complaint issues lead haptic not folded and trailing haptic not folded could not be confirmed because the lens was received outside the handpiece. The complaint issue detached haptic can be confirmed; however, this may be attributed to handling and too much ovd in the handpiece, suggested by the viscoelastic residue inside of the lens module, and cannot be confirmed to be related to manufacturing. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of an intraocular lens (iol) was found to be torn in the eye when it was implanted, after setting with healon. When the lens was implanted, the surgeon noticed that it was stretched in the reverse condition by the lead haptic twisting, but the surgeon continued the procedure. After implantation, the surgeon realized that the trailing haptic was missing and found the torn haptic to have remained in the injector. The surgeon took the lens with the missing haptic out of the eye with forceps. Reportedly, the endothelium of the cornea was touched when the lens was taken out, which led to developing corneal edema and reducing the endothelium of the cornea. They replaced the lens with another iol. In the process the incision was enlarged and the surgery was extended for 30 minutes. It was noted that the surgeon did not feel any abnormalities when turning the injector or heavy feeling with the screw of the plunger rod even with torn trailing haptic. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.